Event description:
It was reported that a patient experienced issues with cartridges. There was no reported impact to the customer's blood glucose level. Technical support received the complaint and followed up by sending an email and placing a call, but there was no answer, so a voicemail was left. The case was subsequently closed after the follow-up email. No additional information was received regarding the outcome of the event.